Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter alleged obtaining the results of 578 mg/dl, 254 mg/dl, 156 mg/dl and 169 mg/dl back to back within 10 minutes on 06/15/2011 while using the performa system. Reporter alleged obtaining the results of 574 mg/dl, 161 mg/dl and 91 mg/dl back to back within 10 minutes on (B)(6) 2011, while using the same performa system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.